Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of uretero-reno videoscope, a chip on the adhesive of the bending section rubber was found. There was no patient involvement.